Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after a percutaneous coronary rotablator atherectomy procedure. Reportedly, a cuff miss was noted. A second proglide device was used and the sutures were not harvested. A hematoma occurred at the access site. Manual arterial compression and a femostop device were applied to achieve hemostasis and treat the hematoma. Levophed was given. Hospitalization was extended two days. The patient was okay the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. In the absence of device returned for analysis a conclusive cause for the reported needle to cuff miss and hematoma could not be determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.